Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that during the index procedure, the rx xience v stent delivery system (sds) was used to treat the proximal lad when a dissection occurred in the vessel. The dissection was successfully treated with placement of another drug eluting stent, and no further patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Dissection is listed in the instructions for use (IFU) and risk assessment as a potential adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. No product malfunction was identified during the procedure and the dissection was successfully treated with placement of another drug eluting stent. The IFU states that implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). It was reported that the lesion was not pre-dilated. The IFU also mentions to pre-dilate the lesion prior to stenting.